Event description:
The dealer reported concentrator made a loud noise while running normally. When the user walked over to observe it looked like it had ¿self-destructed¿. The back of the concentrator had completely separated and was on the ground. The user turned on the unit 10 minutes prior to this incident. The product tank was in pieces.

Manufacturer narrative:
The alleged issue of the concentrator experiencing an over-pressurization event appeared to be confirmed based on the pictures provided by the reporter. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the alleged issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return and if additional information becomes available a follow up will be filed. The subject concentrator is over 4 years old. The irc5po2v user manual advises, "the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. Only use the product for the service life stated in this manual. Do not exceed the service life of the product. Perform all maintenance according to the recommended schedule in this manual. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use."